Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a superficial femoral artery angioplasty, a balloon rupture occurred. The lesion characteristics are unknown. The target lesion was located in the heavily calcified superficial femoral artery (sfa). During the inflation of the sterling over-the-wire balloon, a balloon rupture occurred at 6-8 atms. The number of inflations is unknown. The procedure was completed with another sterling over-the-wire. There were no patient injuries reported. The patient's status is listed as unknown.

Event description:
It was further reported that the "tight' target lesion was 70% stenosed and the target vessel was non-tortuous. The sterling otw balloon dilatation catheter was successfully advanced to the target lesion, however some resistance was encountered. The balloon was inflated three times to 10atms for 20 to 30 seconds. On the third inflation, the previously noted balloon rupture occurred. The balloon catheter was able to be removed intact. The previously reported 6-8 atms has been corrected to reflect 10 atms on each inflation.

Event description:
The lesion characteristics are unknown. The target lesion was located in the heavily calcified superficial femoral artery (sfa). During the inflation of the sterling over-the-wire balloon, a balloon rupture occurred at 6-8 atms. The number of inflations is unknown. The procedure was completed with another sterling over-the-wire. There were no patient injuries reported. The patient status is listed as unknown.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a balloon pinhole in the balloon wall approximately 1.25 cm distally from the distal end of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).